Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
It was reported that a patient experienced an allergic reaction after the use of hydrorise light body impression material. The symptoms include burning, sloughing and slight inflammation of the patient's lip. It is unknown if the patient required any medical intervention. Additional information has been requested, but is not yet available.

Manufacturer narrative:
The device was not returned for evaluation. Retain product was evaluated and found to be within specification. Also, a DHR review was conducted with no discrepancies noted.